Event description:
It was reported the physician placed two trial leads and noted cerebrospinal fluid leaks at both entry points. The pt reported a headache post-operative which is unresolved. Follow up revealed the leads were removed on (B)(6) 2013 and the physician performed a blood patch. On (B)(6) 2013 the pt reported the headache has fully resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.